Manufacturer narrative:
Expiration date unk as lot is unk. UDI number is unk as lot is unk. Pt code: nonresorbable materials, unretrieved in body is not labeled. Device code: fitting separation is not labeled. Device manufacture date: unk as lot number is unk. Investigation evaluation: the complaint device was not returned for investigation. Reviews of the complaint history, documentation, and quality control (qc) were conducted during investigation. At incoming qc, the device is inspected according to quality control specification, verifying that the correct style hub has been applied and examining the hub and area of the tubing near the hub for excessive flash, discoloration, deformities, mashed or pinched tubing. It is also insured that the hub is molded securely to the tubing. A leak test is also performed to verify a leak proof connection. Per quality control specification, there is 100% confirmation that the correct proximal fittings are clean, free of damage and securely attached by visual examination and manually tugging on the hub. The results of the investigation are inconclusive with respect to root cause, however, the complaint is confirmed based on the customer's testimony. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Based on the quality engineering risk assessment, no further risk reduction actions are required. It should be noted that customer testimony indicates that other complications led to patient death.

Event description:
A right femoral arterial a-line placement procedure was performed on the (B)(6) old male patient. The patient's arterial line dressing had been leaking and saturating dressing for 24 hours. Dressing was changed 7 times in 24 hour period. At approximately 5 a.m., the dressing was saturated and needed to be changed. The rn was changing the dressing and it was noticed that the leaking was not coming directly from the a-line but along the catheter hub or connection. It was decided to change out the a-line tubing and extension piece. In this process, the a-line catheter became disconnected from the hub and possibly in the patient's leg. Pressure was held at the a-line site to achieve hemostasis. The physician was notified and came to the room immediately. A pelvis/leg x-ray was ordered and x-ray tech at bedside. It was found on the x-ray that the a-line catheter broke off and remained in the patient's leg. The physician called surgery and stated it would be better to go to interventional radiology for possible removal. An additional a-line access was not attempted at the time this report was written, and patient had not gone to interventional radiology for retrieval. The patient later passed ((B)(6) 2015) due to other complications that warranted his admission and the catheter was not fully removed. Request has been made to the reporter for additional information surrounding the event ((B)(6) 2015); however, as of this date, it has not been received.